Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of around 160 ohms after being approximately eleven years in service. Technical services (ts) was consulted and upon review of the presenting electrogram (egm) it was noted that the patient underwent a non-boston scientific implantable cardioverter defibrillator (ICD) replacement procedure approximately five months prior. The shock lead impedances on the right ventricular (rv) lead were noted to be out of range since this procedure, being at 128 ohms at time of the procedure, and increasing since then with an average of 140ohms. Reprogramming options were provided and continued monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported.